Event description:
Report received from the (B)(6) stating that cutting burr cannot be inserted into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. If add'l info is received, a supplemental MDR will be sent. (B)(4).